Event description:
A consumer reported incorrect calibration on their precision xtra blood glucose monitor. The meter accepted the code for ketone test strip calibration but would not accept the glucose calibration. A review was performed to establish the difference in values had the customer performed a glucose test with the incorrect calibration code. The difference in values, when plotted on a clarke error grid, fell into the "e" zone indicated they would have been clinically significant had a glucose test been performed. There was no report of death, serious injury or mistreatment associated with the event.